Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's left (os) eye on (B) (6) 2009. The lens was explanted on (B) (6) 2010 due to excessive vaulting, associated with narrowing of the angle and shallowing of the acd. The lens was exchanged for a shorter model.

Manufacturer narrative:
(B) (4) - secondary surgery. (B) (4).